Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 95% stenosed lesion was located in a previously implanted unknown stent placed in a non-calcified, non-tortuous left anterior descending artery. The 15 mm x 2.00 mm maverick balloon was being used for pre-dilatation when it ruptured at 12 atms upon first inflation. The balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with no original packaging or other devices. There was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).